Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had two years remaining longevity, but gauge was close to elective replacement indicator (eri). Boston scientific technical services (ts) then discussed event and stated that the pacemaker started to use more energy than before which affected the longevity and had the device declared eri sooner than expected. Moreover, this pacemaker remains in service. No adverse patient effects were reported.